Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left renal artery. A 5.0mm x 19mm x 90cm express vascular sd stent catheter was advanced for treatment. However, following stent deployment, the catheter holding the stent snapped. An attempt was made to snare out of patient. The device was able to be retrieved by alternative method. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 -(B)(6). Device evaluated by MFR.: the express sd was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The express sd had a separation 54.1 cm from the hub with the inner tube still attached and extended to 74.1 cm from the hub. Kinks were seen 26.9 cm and 42.8 cm from the hub. Stretching of the catheter was measured at 29.3 cm to 33.1 cm from the hub then 36.2 cm until the catheter separation at 54.1 cm. Both pieces of the catheter were returned. The second piece of catheter was measured at 56.6 cm from the separation to the distal tip. Kinks along this piece were 40.6 cm and 46.9 cm from the tip. The marker bands were partially scraped off 42.6 cm and 43.6 cm from the distal tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information of a break. A kink was not confirmed on the catheter. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks, stretching and damage to marker bands were attributable to procedural issues.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left renal artery. A 5.0mm x 19mm x 90cm express vascular sd stent catheter was advanced for treatment. However, following stent deployment, the catheter holding the stent snapped. An attempt was made to snare out of patient. The device was able to be retrieved by alternative method. The procedure was completed with a different device. No patient complications were reported.